Event description:
The pacing leads were returned to the manufacturer, were analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Visual summary analysis of the lead was performed. Concomitant products: d314drg, ICD, implanted: (B)(6) 2012; 694965, lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the proximal conductor was fractured and the outer insulation was breached. If information is provided in the future, a supplemental report will be issued.